Event description:
It was reported that a patient underwent gynecological procedures on (B)(6) 2008 and (B)(6) 2010 and a sling and ams mesh products, elevate and mini arc sling, were implanted. It is unknown which products were implanted on which dates. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient had mesh removal surgery on (B)(6) 2008 and (B)(6) 2010, due to erosion, recurrence of prolapse, recurrence of incontinence, urinary problems, and dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with posterior/anterior repair and cystoscopy due to stress urinary incontinence and symptomatic cystocele. It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with anterior elevate, apical repair, mini-arc and cystoscopy due to stress urinary incontinence and symptomatic cystocele. It was reported that the patient had mesh removal surgery on (B)(6) 2008 and on (B)(6) 2012 due to erosion, prolapse, and recurrence of incontinence, urinary problems and dyspareunia.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - recurrence of prolapse, (B)(4) - urinary problems, (B)(4) - dyspareunia. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2012-01855 and 2210968-2012-01854. The same patient is represented in each medwatch.